Manufacturer narrative:
The investigation is complete, b5 and h codes updated to reflect investigation results.

Event description:
It was reported that the siderail collapsed under patient weight. As a result, the patient sustained a skin tear. The patient was treated with over the counter biatain, a non-adhesive foam dressing.

Event description:
It was reported that the siderail collapsed under patient weight. As a result, the patient sustained a skin tear. Attempts are being made to gather additional information regarding the injury and treatment from the user facility.